Manufacturer narrative:
The event occurred in china. It was reported that the ¿b temp error¿ message occurred on the rotaflow console after power on. No patient was involved. No harm to any person has been reported. Due to that the reported failure ¿b temp¿ could lead to the pump stop a report is required. According to ssu (sales and service unit) dated (B)(6) 2024 the device will be repaired by a third-party company. Thus, the reported failure could be confirmed. Based on these investigation results the reported failure "b temp error" could be confirmed. The failure mode "b temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: 1. Heat accumulation 2. Device used out of specification 3. Charging of battery. The review of the non-conformities was performed on (B)(6) 2024 and during the period of on (B)(6) 2018 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2018. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the ¿b temp error¿ message occurred on the rotaflow console after power on. No patient was involved. No harm to any person has been reported. Due to that the reported failure ¿b temp error¿ could lead to the pump stop a report is required. Complaint ID: (B)(4).